Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that their ins wasn't working. The patient stated that they stepped on a body mass index scale that said, "do not use if you have an implanted device" and they think it may have caused the device to stop working. The patient also mentioned that a couple months back, they tripped and bumped their forehead, but they thought that wasn't relevant. The patient confirmed that their ins was indicated for bladder treatment and that they were having incontinence. The agent walked the patient through increasing their stimulation and the patient confirmed feeling the stimulation comfortably in their bike seat area. The patient will maintain stimulation and will continue to monitor symptoms. Patient services redirected to their hcp if the issue persists.